Manufacturer narrative:
The medtronic representative reported that it was suspected that the issue was being caused by the part being over heated due to the metal rubbing against metal while the parts were rotating; the issue could have been avoided by using sterile lubrication. The surgeon used a new part and lowered the rpm which resolved the issue during the case. The part was replaced. A successful system checkout was performed which verified that the issue had been resolved. The replaced tracker was sent to the manufacturer for part analysis. During part analysis there was a confirmed mechanical failure with the tracker. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A site representative reported that during a spinal fusion cervical case, while using the powerease motor, the part became jammed. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.